Event description:
In this case, it was reported that the device was explanted after an implant duration of approximately 1-1/2 years due to prosthetic [recurrent] mitral valve endocarditis. Per the operative report, the patient had mitral valve replacement for endocarditis about a year and a half ago. He was found to have severe mitral regurgitation with what appears to be a dehisced mitral valve and underwent mitral valve replacement. The explanted device was replaced with a 31 mm prosthetic valve. The patient was weaned from cardiopulmonary bypass and postoperative echocardiogram showed good biventricular function and an ejection fraction of 50-55% with no mitral regurgitation.

Manufacturer narrative:
(B)(4). Endocarditis is an inflammation of the inside lining of the heart chambers and heart valves. Endocarditis is usually the result of a blood infection as bacteria or other infectious substances enter the bloodstream and travel to the heart, where they can settle on heart valves. Endocarditis can potentially lead to disorders such as severe valvular insufficiency and regurgitation. Patient risk factors for developing endocarditis include intravenous drug use, central venous access lines, prior valve surgery, recent dental surgery, rheumatic fever, and weakened valves. Existing heart disease and abnormalities increase the likelihood of developing endocarditis. Patients who have had an episode of endocarditis before valve replacement surgery have an increased risk of infection of the prosthetic material as the original infection may not have been adequately treated. In this case, the op report documents this patient initially having mitral valve replacement with the subject device for endocarditis. Although the root cause of this event cannot be confirmed without the sample device, it appears that this event was likely related to his previous infection. The dehiscence of the prosthetic valve was also likely related to the infection. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.